Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The full name of the event site is (B)(6) medical center. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. As a precaution, the intermittent video driver was replaced. The iabp unit passed all calibration, and the fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported prior to use, the cs300 intra-aortic balloon pump (iabp) display screen blacked out intermittently. No patient was involved and no adverse event was reported.